Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was over-discharged. The patient last felt stimulation the month prior and had not recharged in 1-2 months. The patient thought this ins was dead because he was not able to recharge due to losing the implantable neurostimulator recharger (insr). The patient also could not connect to the ins with the patient programmer (pp) and experienced telemetry issues. The patient¿s healthcare provider (hcp) also thought the patient¿s battery was dead and had an appointment with the patient on (B)(6) 2014. The hcp was trying to get a manufacturing representative to be at the appointment. The patient was never seen in the clinic as planned, but the patient had received a replacement insr. The hcp did not know if the issue was still occurring but thought that the ins just needed to be replaced since it had been placed in the patient for many years. The hcp implied that it was normal battery depletion and no device issues. The patient had a referral pending and was doing fine in general.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported five months later that the patient experienced no stimulation sensation. A communication problem was reported. An im plantable neurostimulator (ins) overdischarge was suspected. The device has been giving the patient problems well over a year. The patient is 100% disabled, not able to drive, and he did not have transportation to get him to see his doctor. The ins battery has not been taking a recharge for well over a year. When the patient first started recharging he was charging every 2-3 days. The patient noticed one time he was charging it, the indicator that tells if the battery is full or needs to charge at all, showed the battery in it was but wasn't working. A new recharger was sent to the patient to try, but it didn't resolve the issue. The patient was referred to a health care provider (hcp) further out of his area. The patient wants to get the ins going so he can get out of pain. The pain never went away with the stimulation but it is back, and worse now. The patient is being managed with oral oxycodone every six hours. The patient is flat on his back in pain. The device hasn't been charged in months. The patient&#38112;doctor confirmed that the patient still has not gotten a hold of his neurosurgeon. The doctor was willing to get a hold of a company representative to have the patient be seen in the office if that's what the patient wants.